Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) found that all conductors were broken 19.7 cm from the distal end. Analysis of the lead (s/n (B)(4)) found conductors 0, 1, 2, 4, 5, 6, and 7 were broken 19.1 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2014, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-sep-2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 26-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was implanted and had poor coverage due to low lead placement over t11/12. The patient and physician agreed to upgrade system to a newer model with lead placement at the appropriate level for low back pain and lower extremity pain. The issue was reported to be resolved. The explanted device was explanted to be returned. No further complications were reported.